Manufacturer narrative:
Upon investigation of the actual device used in this incident, that there are two locations for the medication labelled 'generic': the ER fridge and another fridge. The quantity of the 'generic' medication in the ER fridge is currently zero. In contrast, the ER fridge contains only two medications when compared to the other fridge. It is suspected that the ER fridge was included by mistake, and that the other fridge is the accurate location for the 'generic' medication. A technical support specialist, recommended to confirm with the pharmacy which option is accurate and to eliminate the incorrect ones. The system functioned after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system refrigerator is locked when customer attempted to retrieve medication under the patient's name using the term 'generic' in the patient profile. The customer reported that the patient experienced a delay of 45 minutes in receiving medication. The customer needs to contact the on-call pharmacy to facilitate access to the medication. There were no adverse events or injuries reported based on this incident.